Event description:
The PICC line was inserted on (B)(6) and then removed on (B)(6) due to a thrombus.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewj0088 showed no other similar product complaint(s) from this lot number.